Manufacturer narrative:
Surgery for fixture removal due to deep infection and loosening. Pain without loading was reported as clinical sign. The procedure took place on (B)(6) 2023 and was reported on (B)(6) 2024.

Event description:
Surgery for fixture removal due to deep infection and loosening. Pain without loading was reported as clinical sign. The procedure took place on (B)(6) 2023.